Event description:
Hcp reports the pt experienced a fractured catheter. The hcp stated there must have been acute symptoms associated with this, but there was no documentation on the electronic record. A catheter revision was done. The lumbar subarachnoid space was recannulated at the same level. The pt is reported to be doing fine now.